Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise that was present on the ventricular rate/sense channel. The device inhibited pacing and delivered inappropriate shocks. The pacemaker-dependent patient was aymptomatic to the pause in pacing. Lead diagnostics were unremarkable. Noise was evoked with valsalva maneuver. When the device was reprogrammed to a lesser sensitivity, the oversensing ceased. The physician elected to replace the device.